Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, mpxr (rep, hcp, for); medtronic received information that, while outside of a procedure, the navigation system became unresponsive without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware components of the navigation system were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The navigation system was returned to the manufacturer for evaluation. Testing found that the computer powered up and displayed a "system program problem detected" error message and once cleared, the computer functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.